Event description:
It was reported that patient called with history of having (B)(6) infections which his prosthetic urologist feels is being seeded by his artificial urinary sphincter (aus) device. His physician has recommended removal of this device and is not comfortable placing another aus. The patient called for assistance in locating a prosthetic urologist that might be willing to re-implant him at some point. Patient liaison directed him to fixincontinence.com for assistance in finding additional prosthetic urologists in his area.